Event description:
It was reported on (B)(6) 2025 a 27mm navitor vision valve was selected for implant using a large flexnav delivery system. The patient had severe aortic insufficiency and flailed native aortic valve leaflets. During the procedure the device was partially re-sheathed twice. The patient went into complete heart block. The device was implanted. The final implant depth was 4mm from the non-coronary cusp (ncc). The heart block persisted, and a temporary pacemaker was placed. The patient status was stable.

Manufacturer narrative:
An event of complete heart block was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, a cause for the reported heart block could not be conclusively determined. The reported unexpected medical intervention was a result of case-specific circumstances as temporary pacemaker was placed. There is no indication of a product quality issue with respect to manufacture, design, or labeling.